Event description:
Reporter alleged obtaining a result of 0.6 mmol/l on the go system compared back to back with a result of 12.6 mmol/l on the professional system when testing was performed within 10 minutes. Reporter was feeling dizzy and had blurred vision with the readings. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). Empty vial returned.

Manufacturer narrative:
The event occurred in (B)(6).